Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). It was also reported that a low out of range shock impedance measurement below 20 ohms was recorded during the episode and that therapy exhaustion occurred. Technical services (ts) was consulted, and upon review, noise oversensing on the right ventricular (rv) lead channel was noted after the initial shock was delivered. Ts advised on replacing this device and the non-(B)(6) rv lead. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).